Manufacturer narrative:
The reported issue of inoperable ipg was confirmed. As received, the device was not running the therapy application software; it was also noted the juno processor was in a stuck state. After manually clearing the stuck processor condition, an attempt to boot the device into therapy app state, using the uep inductive tool was successful and the device passed ate testing. The, as received, condition of the ipg is consistent with the unrelated surgery that the patient reported having after which, the device no longer communicated. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg would not communicate with external devices. Reportedly, patient underwent an unrelated surgery in (B)(6) 2020 wherein the ipg was not placed into surgery mode. Manufacturer's representative was unable to recover the ipg using clinician programmer. In turn, surgical intervention was undertaken wherein the ipg was explanted and a new ipg was implanted. Device replacement addressed the issue.